Event description:
The aquamantys was used in two spine cases, one on (B)(6) with an evs used one day and an mbs used the other. It is unknown which device corresponds with these dates. The cases were successful with no product or performance issues. Subsequent to the cases, the doctor noticed more clear drain output from the patients, which the doctor felt may be due to the aquamantys. The patients have not had any post-surgery complications or medical or surgical interventions. Doctor refuses to provide any patient information as he is not concerned about these issues.

Manufacturer narrative:
Method, results, conclusion: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.